Event description:
An ophthalmologist reported that one day following a glaucoma filtration device implantation, the shunt was noted to be touching the iris. There was no harm caused, and no treatment was required for iris touching. The patient also experienced a shallow anterior chamber and a serous choroidal detachment due to over filtration which were treated with topical medication and the patient recovered. The patient also experienced postoperative hypotony. The shunt remains implanted in the patients eye. No additional information is expected.

Manufacturer narrative:
Evaluation summary: no sample was returned; the shunt remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There was no harm to the patient caused by iris touching to the and it resolved with no treatment. It was considered that shallow anterior chamber and serous choroidal detachment were caused by over filtration and there was no causal relationship between those symptoms and the device. Because a sample was not returned, the root cause cannot be determined. There have been no similar complaints reported in the lot number. (B)(4).